Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient saw a speed of 5000 on their system controller (set speed 9000). No speed drops were seen on interrogation. Log files were sent for review to assess for short to shield and the patient's report of speed of 5000. The log files captured 2 low flow events on 29jan2026. The patient did not report any symptoms associated with the low flow alarms.